Event description:
The facility reported an infusion pump that failed accuracy testing. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of inaccuracy was confirmed. Inspection of the pump revealed defective pump head module caused the underinfusion. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.